Event description:
It was reported that the patient's implantable cardioverter defibrillator reverted into backup mode. High voltage therapies were disabled as a result. The device was reset and restored successfully. The patient condition was stable.